Event description:
According to the pt's spouse, the graft was implanted in 1996, for an aortic-bifemoral bypass, left leg. Approx 5 minutes after the procedure, the pt developed rash on torso, arms and legs. The rash developed into raised red bumps and was accompanied by itching. Despite testing the pt prior to the explantation for allergies, none were found. The rash and itching persisted until 2001, when the graft was explanted due to its being collapsed (pt's circulatory problems). Immediately following the explant procedure, the pt's rash and itching began to abate and finally disappear. No allergy testing was done post explantation. The pt is ok at this time.